Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. One half of the optic is split from the cut area towards the edge of the lens. Aa power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified cartridge and handpiece. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection was conducted with acceptable results. The company, 20.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company monofocal 21.0 diopter lens. This may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance and intermediate vision. The lens was exchanged for another lens model 4 months following the initial procedure. Clinical reason for explant was mentioned as patient was unable to adapt to technology.